Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2021. It was reported that the patient "was absence" at the time of the event which was defined as "sleeping" and "loss of consciousness". As it was unknown if the patient was asleep or had lost consciousness when the parent¿s cgm app displayed low. A finger stick bg was performed which was 15.0 mmol/l. The patient was treated by his parent with a correction dose through his pump. It was reported the patient had experienced elevated bg values over the previous several days. The parent had consulted a healthcare personnel (hcp); however, there was no documentation of medical intervention. Additionally, it was documented the patient experienced pain in the upper buttocks when he moved a certain way and had been prescribed an antibiotic (flucloxacillin 125 mg). However, it was not documented why the patient experienced pain, why the patient was being treated with an antibiotic and was it related the use of the dexcom system. No other details were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.